Event description:
It was reported that the patient presented to clinic for routine follow-up with device indicating eri. The remaining battery longevity 6 months prior was at approximately 7 years. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current draw was observed. The cause of the high current draw was an anomalous component on the rf module.